Manufacturer narrative:
On (B)(4) 2017, an ocd field engineer (fe) arrived at the customer site to perform preventative maintenance (pm) service. Pm service performed under service order#(B)(4). The fe performed pm service (xpm30 - 30 month pm). Pm successfully completed per current pm procedures. The final reader camera brightness value was 122 ( acceptable range is 101 -128). The customer ran controls. All controls passed as expected.

Event description:
The customer reported one event of the ortho provue giving a false negative antibody identification result that was positive in manual gel. No erroneous results were reported.